Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a strangulated hernia, manifested by stomach pain and vomiting, coincident with peritoneal dialysis therapy. The patient was hospitalized for the event and underwent hernia repair surgery. The patient was discharged from the hospital on an unknown date. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review found no prior issues that would have caused or contributed to the reported issue. The device was shipped to the patient in new manufacture condition and did not have any previous service history. Should additional relevant information become available, a supplemental report will be submitted.